Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's error. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin (2 grams after five days, route not reported, ongoing) and intraperitoneal ceftazidime (1 gram daily, night bag, ongoing) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.